Manufacturer narrative:
Add (reportedly, a cartridge change was performed to address the issue.), remove (customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support.).

Event description:
Reportedly, a cartridge change was performed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 94 mg/dl. Customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support.